Event description:
The thrombotic event actually happened 7 hours post initial implant. Pt was still hospitalized when pt began experiencing chest pain and EKG showed st elevations. The physician treated the thrombosis with angioplasty and stenting without thrombo-aspiration.

Event description:
It was reported that 14 days after a coronary drug eluting stenting treatment procedure a thrombosis occurred which required further intervention. Initial procedure, 2004, was an implant of a taxus express2 3.5x32mm drug eluting stent to a 90% stenosed descending artery. Pt had had an mi within the past 72 hours. The lesion was predilated with an unknown size balloon. The stent was reported to be well positioned and well apposed. Eparina(an anticoagulant), aspirin and metalyse(a thrombolytic) were administered to the pt during the procedure. The pt was given plavix post procedure. Pt then presented two weeks later with pain and st changes. There was an unresolved thrombus at the lesion in a vessel that measured 3.5mm which the physician felt was related to the stent. Intervention and pt outcome is unknown. Multiple requests for additional information have been unsuccessful.